Event description:
A malfunction alarm with code malf 16 was reported, and the pump could not be reset. There was no reported adverse impact to customer's blood glucose level. Technical support arranged to replace the malfunctioning pump, and the customer planned to use multiple daily injections as a backup insulin therapy. The customer was also instructed on how to put the pump into storage mode and agreed to return it using a pre-paid label.